Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. The patient's right ventricular lead exhibited high impedance, elevated capture threshold, and noise induced with isometric exercise. Programming changes were made. There were no patient consequences, and the patient will continue to be monitored.

Event description:
New information states that the lead had insulation anomaly. The lead was capped and replaced on (B)(6) 2020. The patient was stable.